Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging an unspecified issue. The patient could not recall what the issue was. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.